Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab (eiken chemical's y collect swab rii). Repeat testing was performed and results are unknown, pcr confirmation testing was performed with nasopharyngeal sample and generated a positive results (CT value: 38.4). The customer stated patient was symptomatic with a low- grade fever 37 ° c. The customer confirmed there was no patient harm due to the test results. It is unknown if there was any delay or impact to patient treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025534 , test base part number 190-430 / lot m144024. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144024 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.

Manufacturer narrative:
Initial reporter number: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results on direct tested nasopharyngeal swabs (eiken chemical's y collect swab rii) with the ID now covid-19 assay performed on (B)(6) 2021. Repeating testing was performed. Pcr confirmation testing was perform on a new nasopharyngeal sample and generated positive results ( CT value: 38.4). The customer stated patient was symptomatic with a low- grade fever 37 ° c. The customer confirmed there was no patient harm due to the test results. It is unknown if there was any delay or impact to patient treatment.